Manufacturer narrative:
H11. Additional narrative: updated h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm 11500aj aortic valve has been evaluated for reintervention after an implant duration of five (5) years and eleven (11) months due to structural valve deterioration and aortic regurgitation. Degree of aortic regurgitation was mild. The patient presented with heart failure and dyspnea on effort. Current patient status is unknown at this time. Per the reported information, the customer is currently considering whether to perform a valve-in-valve procedure or redo aortic valve replacement.

Manufacturer narrative:
Concomitant surgery corrected from mvr to mvp.